Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgment as a result of twiddler's syndrome. This device has returned and analysis is expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was thoroughly inspected and analyzed. The lead was returned with the helix retracted and dried blood and fluid was noted in the housing and tissue entwined in the helix. This lead passed continuity testing indicating an intact conductor body. A stylet insertion test was also passed, indicating no blockage in the lumen. Visual inspection noted twisting of the lead body approx. 55-190mm mm from terminal pin, the deformed insulation is consistent with twiddler's syndrome.